Manufacturer narrative:
After further evaluation the suspect medical device was changed from axsym core, 7a41-20, manufacturing site abbott park il to abbott axsym system, 7a83-01, manufacturing site irving tx. (B)(4) has been submitted and all further information will be documented under that MDR number.

Event description:
The customer stated that a sample generated an initial reactive axsym core result of 0.5 (s/co). The sample was repeated with a reactive result of 0.4 (s/co). It was run again and a negative result of 1.5 (s/co) was generated. Another sample from the patient was tested in duplicate and reactive results of 0.6 and 0.7 (s/co) were generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 7a41 that has a similar product distributed in the us, list number 8b88. An investigation is in process. A follow-up report will be submitted when the investigation is complete.